Manufacturer narrative:
Patient sample was lithium heparin plasma in 13x100 greiner vacuette primary tube. The sample was centrifuged at 3000 g for 15 minutes at 19 degrees c. Per the customer, the customer noted that it was a full sample and the appearance was clear. Per the customer, the instrument passed a high sensitivity system check. A carryover test performed on (B)(4) 2011 also passed. The customer did not provide specific qc nor system check data. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse cleaned both precision pumps, replaced both o-rings to improve seal, and verified ultrasonics and alignments for both pipettors. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter, inc (bec) to report obtaining a false positive total beta human chorionic gonadotropin (thcg) for one (1) patient, generated by a unicel dxi 600 access immunoassay system, used in conjunction with access thcg reagent (lot 018462) and access thcg calibrators (lot 014414). Repeat testing of the sample on the same instrument generated a negative result, which was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.